Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood observed on the exterior of the catheter. The one-way valve, pressure and extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, pressure, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported problem cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Record ID: (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), an "automatic filling error" alarm sounded. A kink in the catheter was suspected so it was removed and replaced with a new iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).